Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. Mfg. Report # 2 of 2, medwatch report # 2032227-2011-01137.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The customer stated that she was vomiting. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a fixed prime and high pressure test and the insulin pump passed the test. No further info was provided.